Manufacturer narrative:
The lead was deactivated, and the patient's medication was changed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to have dislodged. At a follow-up, it was noted the lead was exhibiting loss of capture. An x-ray confirmed the lead had dislodged. No adverse patient effects were reported.

Event description:
Further information was received that this lead was explanted and replaced.